Manufacturer narrative:
Product analysis :at analysis is was determined that the stylus was damaged at the connector and the functionality was intermittent. It was noted the cord bay, left latch, front latch base frame keyboard and the left keyboard hinge were broken. The keyboard was damaged and the lower bullets were worn. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for repair. The programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.